Event description:
It is reported that the device was implanted in 1998, and revised in 2006, due to osteolysis around medial screw tips and fracture.

Manufacturer narrative:
Evaluation summary: cause cannot be definitely determined. H6: evaluation: no device, pre-op or post-op x-rays were received for evaluaton. Device history records are intact, conforming and indicate manufacture to specification.